Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice at nominal pressure within 10 seconds but ruptured at the second inflation. The device was removed with the normal method, and the procedure was completed with another of the same device. There were no patient complications, and the patient was good after the procedure.